Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with an alert for low out of range hv (high voltage) lead impedance on the rv to svc vector. Only two measurements of out of range were observed. All other measurements were normal. It was recommended that the patient continue to be monitored.

Event description:
New information notes that on (B)(6) 2018 the asymptomatic patient presented in-clinic for a routine follow-up with another instance of low hvli alert. No other electrical anomalies were detected and no tachy episodes were noted. Patient will be monitored.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Insulation abrasion of the right ventricular cable lumen was identified under the svc shock coil, and the cable coating was determined to be abraded. This is consistent with the reported observation of low impedance.